Event description:
It was reported that patient is having an increase in seizure frequency and intensity. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Generator product analysis was approved. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The device has been received into product analysis which is underway but not yet completed. No other relevant information has been received to date.

Event description:
The explant facility has reported that the device cannot be returned, patient consent is needed. Follow up communication has been initiated emphasizing the exemption granted per cfr 164.512. The explanted product has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem; f10. Adverse event problem ¿ health effect-clinical code. D6b - if explanted, give date (mo/day/yr); h6 - type of investigation. Corrected data: initial MDR inadvertently omitted information known prior to submission of MDR.

Event description:
Battery replacement procedure has occurred. Follow up communication determined that the explanted device is available for return. The facility was issued a return product kit. The device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Investigation findings, corrected data; supplemental MDR 04 inadvertently omitted information known prior to submission.

Event description:
Supplemental 04 inadvertently omitted coding from h6 investigation findings, as product analysis detected no issue with the device. No other relevant information has been received to date.